Manufacturer narrative:
Calibration and qc were acceptable. Three samples from the patient were submitted for investigation. The samples were tested for pth and pth 1-84 on an e801 analyzer. Pth: the result for all 3 samples was < 6 pg/ml. Pth 1-84: the result for all 3 samples was < test. The samples underwent interference testing. No interference was identified. An aliquot of one of the samples was sent to an external laboratory using the abbott method. The pth result was 5.8 pg/ml. This result is below the 'normal' reference range of this assay of 18.4 - 80.1 pg/ml. Based on the investigation results, the low roche results are believed to be correct. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number was (B)(6). The competitor method was siemens. The sample was requested for investigation.

Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 1 patient sample tested for pth elecsys e2g 300 (pth) on a cobas 8000 e 801 module. The initial result was < 6 pg/ml with a data flag. The sample was repeated, and the result was < 6 pg/ml. A new sample was obtained and tested in a partner laboratory using a competitor method, and the result was 22 pg/ml. This result was believed to be correct.